Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred when removing the cap from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon additional information, it was noted that castile soap towelettes were being used as cleaning agents on the transfer set h10: h10: the device was received for evaluation with the minicap attached to the female connector. During visual inspection, the occlude feet were observed broken beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the cause is likely associated with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.